Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited scope communication error b30. The event occurred after the diagnostic, bronchoscopy procedure. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, and clinical coordinator reported a scope communication error issue on the facility's clv-190. During bronchoscopy procedures, the first bronchoscope worked properly. After switching to an ebus scope, it functioned well, but upon returning to the bronchoscope, a scope communication error message appeared, necessitating a switch to a disposable backup device to complete the procedure. Each time scopes were changed, the entire setup was powered down, and even a third scope was tried without use. It was advised to wipe down the metal contacts of the scopes before plugging them in, and the b30 quick reference guide will be sent via email for step-by-step troubleshooting instructions. The serial number was not available but will be provided if further assistance is needed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.